Event description:
It was reported that the needle driver instrument had a broken tip. No other information was provided. There were no missing or fallen pieces reported. This medwatch report is late due to a processing oversight by the responsible customer service representative.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.